Event description:
Patient reported that their one touch profile meter had no power. This issue was not resolved with troubleshooting. Patient went to a clinic to get their blood glucose checked. Unknown what the result was. Pt also obtained a reading of 98 mg/dl on their friend's meter. No adverse event reported. No further clinical information was provided.